Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back stating they needed to have their ins programming reprogrammed since it was messed up so they met with a rep who reprogrammed the pt with 3 programs which was really good for it allowed them to go on a 2 mile walk. Pt had been suffering with neuropathy in their feet for more than 15 years. Since pt got reprogrammed it had helped them, but in 12 hours their ins battery would be half way drained in charge and they have to have their ins on 24/7 due to their neuropathy. Pt was concerned that their ins battery was starting to go, agent reviewed ins longevity. Pt was redirected to their healthcare provider (hcp) and pt noted they will be speaking to their rep later today about the situation. Agent also reviewed tens compatibility with the pt. On (B)(6) 2024 the patient reported their previous implant was replaced because the previous implant didn't hold a charge anymore and patient was also having issues with programming as well as the implant taking forever to charge. The issue began several months before they were implanted with the current implant.